Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient died. The target lesion was located in a coronary artery. A 3.50 x 24 mm promus element ¿ drug-eluting stent was deployed to treat the lesion. However, during the procedure, the patient died.